Event description:
The facility representative reported a colleague infusion pump that experienced a false upstream occlusion alarm on channel c during set-up. The facility representative stated that there were no reports of patient injury or medical intervention. The software version of this device is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). This device was not returned to baxter for evaluation.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that an intermate lv100 was leaking from the winged luer cap before use. The device was filled pamidronate when the leak was observed. There was no report of patient injury or medical intervention. No additional information is available at this time.